Event description:
Customer passed away. It was stated that the customer was wearing the pump at the time of death. The spouse feels that the pump contributed to the death. However, the death certificate stated that the cause of death was sepsis. No other information was provided.